Event description:
Follow-up of triathlon tritanium outcomes study, patient reported dissatisfaction with their knee replacement. Additional comments: "hurts all the time since surgery. Difficulty moving knee. Patient reports severe pain with kneeling and ambulating from sit to standing. Patient reports severe pain and states "not pleased with outcome."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #4 r-cem; cat # 5510f402; lot # axn8c. Triathlon prim tib baseplate - cemented; cat # 5520-b-300; lot # usrua. Triathlon asymmetric x3 patella; cat # 5551-g-320; lot # 77ry. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.